Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant procedure, decreased atrial sensing was noted. A chest x-ray was performed on (B)(6) 2019 and confirmed the lead had dislodged. The lead was not revised and the patient was discharged. The patient was stable.